Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer reported that insulin pump was making a high pitch noise and when batteries were changed time and date would have to be programmed and the number two was stuck on screen. Customer reported that insulin pump was placed in a cooler while suspended due to running out of insulin. Customer's blood glucose was 147 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with stuck on the number 2 of boot up screen and a constant audio alarm due to corroded electronic assembly. Unable to confirm button/keypad unresponsive due to frozen screens. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.